Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.